Event description:
It was reported that following an uneventful insertion of iab, difficulty was encountered removing the spiring wire guide. Due to this situation, the iab and spring wire were removed together.a seconnd iab was inserted without any difficulty. There were no patient complications.